Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump did not alarm downstream occlusion during patient infusion. The infusion line was clamped and the pump infused for 12 hours with no alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.